Event description:
An ophthalmic surgeon reported the system displayed an error message during a procedure. Following a 20 minute delay, an extracapsular cataract extraction (ecce) technique was performed and the following procedures were postponed. There was no pt harm reported but the physician informed that the post-operative period will be longer due to the use of a manual technique.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4) .